Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that the vit probe had no cutting and normal aspiration before vitrectomy surgery. The surgery was completed on the same day. There was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Two opened probes were received, with a tip protector. Sample one: the opened probe returned for evaluation for the report of cut failure during surgery was not within the final lot number reported based on radio frequency identification (rfid) tag identification; therefore, no sample evaluation was performed. Sample two: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Since the sample one is not associated with the reported product and lot number, the root cause for the customer complaint issue cannot be determined. The returned sample two was found to be functionally conforming, therefore a cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The returned sample one was not within the final lot number based on rfid tag identification; therefore, specific actions with regard to this complaint cannot be taken. No action was taken as the returned sample two probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).